Event description:
Patient was found non-responsive at the start of this incident. The patient was intubated, had been given medications and was previously on narcotics. Caller states that the patient reportedly received the following results on a meter at 9:45 am compared to a lab result, 121 mg/dl (inform system 1) and 12 mg/dl (lab). The lab sample was drawn at 9:46 am, spun down and read at 9:59 am and reported back to the floor at 11:19 am. At 11:25 am the patient was tested on inform system 2 and a result of 119 mg/dl was received. At 11:32 am the patient was tested on inform system 1 and a result of 108 mg/dl was received. At 11:40 am, the patient was treated with 1 amp of d50 based on the lab result of 12 mg/dl. At 12:06 pm, a second lab was drawn and resulted back at 13 mg/dl. At 12:40 pm, inform system 1 produced a result of 307 mg/dl. A third lab was drawn at 12:58 pm and resulted back at 172 mg/dl. The caller indicated the patient was monitored throughout the incident and has a saline drip. No further treatment was given. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with patient identifier (B)(6) for the inform system 2.